Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was used during a stent placement procedure performed on an unknown date. During the procedure, the distal flange was unable to be fully deployed. There are no known patient complications as a result of this event. Note: no further information has been obtained despite good faith efforts.